Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer plugged the pump in to charge, which resulted in the pump becoming hot to the touch. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 200 mg/dl..